Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reasons for reoperation: "FDA recall" and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side ¿FDA recall, capsular contracture," baker grade unknown. Device has been explanted.